Event description:
Consumer reported inconsistent results. No confirmatory testing provided.

Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Source of the complaint was a phone call.